Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the hemopro cautery device overheated and started smoking inside the patient's leg. The physician's assistant quickly removed the device out from the leg. The power supply was set at 2.5 as recommended in IFU. A replacement unit was connected to the same extension cable and power supply to complete the procedure. The hospital did not report any pt complications. The maquet territory manager was present during this case and he did not notice anything different except that it was a lengthy procedure and they had to go to the other leg to get additional vein. This had nothing to do with product malfunction as reported.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4).